Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6), 2025. The patient's blood glucose levels reached between 370 mg/dl and 400 mg/dl while wearing the pod between 37 and 48 hours. Symptoms reported include the patient having extreme nausea, dizziness and lightheadedness. The patient was treated with insulin infusion and applied a new pod before getting discharged. The patient was discharged on (B)(6) 2025. The pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.